Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a pump kit, cadd-solis vip, mdl 2120 where it was reported that the cassette sensor was not working or sensing the set. This issue has the potential to interrupt therapy and, if the malfunction were to recur, could cause or contribute to death or serious injury. There was no reported patient involvement, and no adverse harm reported.